Event description:
Customer sent e-mail to sales with report of unidentified leaking set. Set will be returned for investigation. Site of leaking not identified. No patient or user harm reported. No additional information provided.

Manufacturer narrative:
(B)(4). The affected set is expected to be returned for investigation but has not yet been received. A follow up report will be submitted once the device has been received and investigated or additional information is obtained.